Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This event was captured based on review of the article, after perclose use in femoral artery puncture, infectious aneurysm is formed, surgery. Two cases that took revascularization. It was reported through an abstract article that following percutaneous coronary intervention to treat an acute myocardial infarction arteriotomy closure was achieved using a perclose proglide device. Forty-five days after the procedure, an infected pseudoaneurysm was observed. Bypass surgery, was performed. Details are listed in the attached article, titled after perclose use in femoral artery puncture, infectious aneurysm is formed, surgery. Two cases that took revascularization.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.